Event description:
It was reported a patient underwent an otorhinolaryngology procedure on an unknown date in may 2022 and suture was used. The suture broke during use. No patient consequence.

Manufacturer narrative:
(B)(4) additional information has been requested and received. If further details are received at a later date a supplemental medwatch will be sent. What tissue was being approximated/ sutured? Unk. Procedure name and date? Orl procedure. Event date? End of may. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Note: events reported on mw# 2210968-2022-04854 and mw# 2210968-2022-04855. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.